Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's cervical scs system was previously explanted on an unknown date due to ineffective stimulation. The patient had two model 3189 leads from the same lot previously implanted as part of his scs system.